Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the delivery catheter (dc) shaft began to bend when unlocking the lock lever, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully. The second clip delivery system (cds 60827u117) was advanced to the mitral valve. Grasping was difficult due to the restricted posterior leaflet. By the third or fourth grasp attempt, it was noted that the delivery catheter (dc) shaft began to bend when unlocking the lock lever. Additional grasping was performed, and the clip was implanted. The mr was reduced to 3+. A third clip was not implanted because they did not want gradient to increase. Additionally, the patient became hypotensive due to unknown reasons. Medication was administered, and 10 minutes post procedure, the patients pressure was back to normal. The patient is currently stable and no further treatment is planned. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of hypotension as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported bending/deflection of the delivery catheter (dc) shaft appears to be a normal function of lock lever retraction. The reported difficulty grasping appears to be related to the patient morphology/pathology due to restricted posterior leaflet. A definitive cause for the reported hypotension could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.